Event description:
Consumer complaint of low blood results. Blood test from memory-62 mg/dl. Caller states she normally reads around 110-120mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (62) and the normal result (120) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).